Manufacturer narrative:
H2: after additional information was received, it was determined that this event was previously reported; please see report# 2182207 -2024-03440 and its subsequent reports for updates regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that the implantable neurostimulator (ins) strength could not be increased. It was stated that the stimulation could not be felt and the patient had pain in their legs. The patient¿s device was used in group b for base 3.8 and prime 2.6. Stimulation could not be felt even though the power had been turned on since the day prior to report. When it was tried using the prime to 2.4, the base was also reduced to 3.6. The patient was asked if it could be increased, but it could not be increased. When the patient was asked to consult with the hospital, it was noted that an appointment for a medical examination was made on (B)(6) but the patient had pain, so the physician contacted the hospital to make the appointment earlier. Additional information was requested regarding the outcome of the appointment; however, no further information has been received at this time. It was unknown whether any external factors may have led or contributed to the issue. The issue remained unresolved at t he time of report. No further complications were reported or anticipated.